Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No under/over delivery anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized with ketones due to high blood glucose on (B)(6) 2017 with blood glucose of 31 mmol/l. Customer's other blood glucose value: 10.3 mmol/l. Customer alleged the insulin pump for under delivering. The customer was treated with manual injection. The customer was not wearing the insulin pump during the hospitalization. Troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The device is not expected to be returned for analysis.